Event description:
Boston scientific provided the following information: this lead was capped due to non-physiological noise on stored egms with pacing inhibition. Patient in ER due to near-syncopal event. Noise could not be reproduced with isometrics but is oversensed with normal movements. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.